Event description:
The patient's implant and lead extensions were explanted due to skin infection at the incision site. The patient was implanted with a new advanced bionics spinal cord stimulator and lead extensions.